Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "post-implantation - stenosis" was unable to be confirmed due to unavailability of medical record/relevant imagery/device return for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 7.5 months post tavr, a patient underwent a valve in valve procedure to treat severe aortic stenosis of their 23mm sapien 3 ultra valve in the aortic position." Per IFU, valve stenosis were potential adverse events associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet thickened or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Due to insufficient information, a definitive root cause was unable to be determined. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
As reported by a field clinical specialist, approximately 7.5 months post tavr, a patient underwent a valve in valve procedure to treat severe aortic stenosis of their 23mm sapien 3 ultra valve in the aortic position. The patient had a 23mm sapien 3 ultra resilia valve implanted inside of the initial 23mm sapien 3 ultra valve.